Event description:
A customer contacted beckman coulter inc (bci) stating that the ise drain overflowed. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a rip in the rubber flapper in drain valve. Fse replaced the valve and verified draining.